Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare's investigation has been completed. The 1.5t 450w system limits acoustic noise when hearing protection is used. The system operator is responsible for providing the hearing protection and proper usage guidance. In this case, hearing protection was not provided. The system acoustic testing concluded that the scanner meets (B)(4) levels and is within the specification for this system configuration. No system issue was found. No corrections are required as the system was operating within specification. The root cause of the injury appears to be inadequate hearing protection.

Event description:
It was reported that a patient who underwent a mrcp was not provided hearing protection. At the end of the exam, the patient did not state any issues with her hearing. At a later date, the patient reported back to the customer that she has a buzzing sound in her ears. The patient was seen by her physician and found to have a small amount of hearing loss.